Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the hematocrit (htc) value was drifting on the blood parameter monitor (bpm). The device was not charged out, as they continued to use. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt. Per the clinical review on (B)(6) 2015: according to the perfusionist (ccp), this is an older unit (purchased around 1999) and he has seen issues with hct accuracy lately. The color chip test is passing on boot-up but prior to the 1st in-vivo calibration, the bpm hct level is 5-6% units higher than the laboratory analyzer. For example, the bpm will display a hct of 30% and the lab value is 24-25%. After the in-vivo calibration, the ccp claims the values are close for a period of time then the hct of the bpm drifts lower than the lab analyzed value (e.g. Bpm is 25% and the lab value is 29%). The ccp is aware of the issue during the case and takes add'l lab samples prior to any pt treatment. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
This unit has not been upgraded to version 1.69. Customer not sure if they are sending in for repairs. This complaint is related to: MDR # 1828100-2015-00175, MDR # 1828100-2015-00176, and MDR # 1828100-2015-00177.